Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ in the instructions for use: "[inspection of the endoscope]. 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope nozzle was damaged. The issue was discovered during a therapeutic, endoscopic submucosal dissection that was completed using the same device. Inspection and testing of the returned device found foreign materials within the nozzle of the device. There were no reports of patient harm and no delay in the procedure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation could not be confirmed. Additionally, the device evaluation found a pinhole on the channel tube, the adhesive around the light guide lens, objective lens, and on the protective coating of the bending portion of the device was cloudy, the objective lens was scratched, the paint on the suction and air/water cylinder was peeling, the universal cord had a dent, the scope connector was cracked, the water supply volume was insufficient, the adhesive on the protective coating of the bending portion of the device was cracked and chipped, the angulation wires were worn, the insulation resistance value was out of specification, water tightness of the scope connector was lost, the air supply volume was out of specification, and the camera cover had a burn. Information provided on reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Water and air were supplied to the air/water nozzle. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.